Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. During troubleshooting with tandem technical support, a cartridge alarm (cartridge alarm 1) was received during bolus delivery. Reportedly, a small crack was observed on the cartridge. A cartridge change was performed resolving the issues. Customer's blood glucose was 118 mg/dl.